Event description:
It was reported that there was a revision of a left knee due to infection. While removing the implants in the middle of the distal femur was a trial from the previous revision.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Other devices listed in this report: cat # unk, lot # unk, description: unknown ts femur. Cat # unk, lot # unk, description: unknown tibia. Cat # unk, lot # unk, description: unknown patella. Cat # unk, lot # unk, description: 40in extensions. Cat # 6778-7-055, lot # unk, description: kinemax s/stab mod stm trial me. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).